Manufacturer narrative:
(B)(4)

Event description:
Procedure: tep totally extraperitoneal hernia repair. According to the reporter: surgeon was performing a tep inguinal hernia repair. Structural balloon trocar ((B)(4)) was put into position but could not be inflated. Surgeon removed the product from the patient and tried to inflate without success. The balloon appeared to be stuck in the &quot;wrapped&quot; position. The surgeon then requested another omst10sb from the same lot number. This product opened without problem. Surgeon does not a want a covidien response.